Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that she experienced issues with the insulin pump. The blood glucose reading was 504 mg/dl. The customer stated that two weeks ago, she had issues with the insulin pump. She noted that her doctor changed the insulin pump's settings. She stated that even boluses did not bring her blood glucose levels down. No significant events leading up to the high blood glucose were noted. The most recent blood glucose reading was 227 mg/dl. She complained of headaches. She stated that she was unable to remove or change the infusion set at the time of the call. All settings on the insulin pump were correct on inspection, and the bolus wizard functioned as designed. She was unable to perform the high pressure test due to lack of tubing clamps, which she was advised would be sent. The customer noted that she was also taking medication for menopause. Nothing further reported.